Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had barrel clamp does not go in. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device had barrel clamp that does not go in was confirmed but not replicated during the investigation. Alaris system maintenance was used to perform the binary switches and barrel clamp accuracy tests. The syringe module failed both tests. The syringe module was disassembled, and the internal frame was observed broken around the cavity for the barrel clamp assembly, the barrel clamp assembly was observed misaligned, and the linear potentiometer was observed disengaged. The linear potentiometer was reengaged, the barrel clamp was realigned, and the internal frame was temporarily replaced with a known-good internal frame for testing purposes only and the syringe module was assembled back. Upon powering on the device in maintenance mode, the syringe module alarmed for ¿calibration required¿. Consequently, using alaris system maintenance, calibration and pm tests were performed on the syringe module to ensure the device was operating within specification. As a result, the syringe module passed all tests without any error or anomaly being observed. A review of the suspect syringe module error log showed no errors or malfunctions that were relevant to the complaint. On (B)(6) 2025 at 12:55 pm a flat infusion was programed and started with a bd 50 ml syringe for a rate of 9.24 ml/hr and a volume to be infused (vtbi) of 46.8436 ml. The syringe module alarmed for ¿check syringe¿ after one (1) minute. Between 1:00 pm and 1:01 pm the clamp was opened, a bd 50 ml syringe was installed, and the clamp closed. Flat infusion was programed and started at a rate of 9.24 ml/hr and a vtbi of 36.84 ml. Between 2:09 pm and 2:22 pm the pump restart key was pressed three (3) times, the first one was valid and the following two (2) presses were invalid. At 4:34 pm the infusion was paused. At 4:47 pm the syringe module alarmed for ¿check syringe¿ and was channeled off. The alaris technical service manual states in chapter 2 --- checkout and configuration in ¿summary of warnings and cautions¿ the next statement: if a device has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified service personnel to ensure proper functioning prior to reuse. Bd alaris syringe module and pca module technical service manual (12.3) states, failure to perform regular and preventive maintenance inspections may result in improper device operation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the internal frame and the barrel clamp assembly as a result of the investigation. The device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had barrel clamp does not go in. There was no patient involvement.